Event description:
IV extension with 2 ports. Site with IV connector (no fluid infusing port) disconnected causing blood to flow from site/port onto patient and linen. (Clamp was not engaged.) Ref MFR #1416980-2017-01887.